Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced pain, headaches, and anxiety. Multiple attempts were made to obtain a medical assessment from the physician regarding the nature of the issues, but none was available. The device was removed and symptoms have improved since. There have been no reports of further complications regarding this event.